Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site state). G2,h6. (Type of investigation, investigation findings, component codes, investigation conclusions). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called for assistance with a no zero message on a cs300 during use, no patient harm or injury was noted. The nurse stated it had been working appropriately for 9 hours and unexpectedly lost the arterial waveform and pressures. The engineer discussed the nature of the message, and walked the nurse through disconnecting and reconnecting all the cables and re zeroing the pressures, which was unsuccessful. Further troubleshooting determined the no zero message was caused by a faulty pressure cable and the message was resolved after replacing only the pressure cable. Complaint information obtained. The nurse denied any further assistance and was appreciative of the support.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program line to request support with o zero message on a cs300 intra aortic balloon pump during use, no patient harm or injury was noted. User stated it had been working appropriately for 9 hours and unexpectedly lost the arterial waveform and pressures. The esp representative discussed the nature of the message and walked user through disconnecting and reconnecting all the cables and re zeroing the pressures, which was unsuccessful. Further troubleshooting determined the no zero message was caused by a faulty pressure cable and the message was resolved after replacing only the pressure cable.